Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the patient is stable, and did not develop an infection after the incident. A philips field service engineer (fse) inspected the system onsite and was able to replicate the reported issue. Investigation concluded that the l-arm rotation cover may detach if other hospital equipment (e.g., surgical lights) collides with it, per the use of certain spring clips. A medical device correction was implemented on the system after the reported event, replacing the old l-arm rotation cover with a redesigned version, using bolts instead of spring clips. The system was returned to the customer in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during an implantable cardioverter defibrillator (ICD) procedure, the physician hit the c-arm ceiling cover while repositioning a 3rd party surgical light. The c-arm cover opened and dust fell onto the procedural area. The c-arm cover did not fall onto the patient as it was secured via the safety chain. The physician washed the procedural area repeatedly with antibiotic solution to prevent infection. The patient was noted to be in stable condition and the procedure was completed. An investigation into this complaint has been initiated by philips.